Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump is not tracking insulin accurately. The customer¿s blood glucose level was 336 mg/dl at the time of the incident. The customer had taken a bolus on the pump but the pump indicated that the bolus was not delivered, so they took another bolus. Customer stated that the first bolus timed out, but the pump history shows that the bolus was delivered. Troubleshooting was not completed as the customer declined. The customer also mentioned that their pump was alarming that they were approaching low blood glucose levels, so they ate some fruit to treat. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit not received in manufacturing mode. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, selftest and displacement accuracy test. Pump passed the delivery accuracy test. No over or under delivery anomalies noted during testing. Delivered a manual bolus and used to stop bolus feature during delivery, with the feature functioning properly during testing. Programmed multiple boluses and monitored; all bolus deliveries were shown properly in the daily history screen. No stop a bolus anomalies or bolus anomalies noted. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, slightly damaged keypad overlay texture and slight corrosion in battery tube.